Manufacturer narrative:
MDR report # mw5147400

Event description:
User facility medwatch received states that the patient presented to the emergency room due to lightheadedness. Upon review, the right atrial lead exhibited low impedance, undersensing, and r-wave amp variation dropped in half since last session.